Manufacturer narrative:
A supplemental report is being submitted to correct the event date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) was associated with several alarms and events. A review of log file data revealed several vads disconnect alarms, controller fault alarms indicating internal battery end of life, loss of power to the controller, and motor start events with parameters outside of the typical range. The vad and controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the product was distributed outside of the united states and d4 UDI is therefore blank. Additional products: d1: heartware ventricular assist system - controller d4: model#: 1420 / catalog#: 1420 / expiration date: 30-june-2023 / serial#: (B)(6). D9: no h3: no h4: mfg date: 07-june-2022 h5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation as they remain in use. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed twelve (12) motor start events, recorded on 20/may/2023 at 15:18:09, 13/aug/2024 at 14:48:27, 01/apr/2025 at 22:45:22, 02/apr/2025 at 05:38:43, 02/apr/2025 at 11:21:47, 02/apr/2025 at 11:24:33, 02/apr/2025 at 11:26:16, 02/apr/2025 at 16:36:29, 02/apr/2025 at 21:34:14, 03/apr/2025 at 02:28:04, 03/apr/2025 at 02:28:38, 03/apr/2025 at 02:29:57, in which motor start parameters were atypical. Log file analysis revealed eight (8) controller fault alarms logged on (B)(6) 2025 at 22:41:12, on (B)(6) 2025 at 05:36:21, 11:20:41, 16:32:57, 21:32:23, (B)(6) 2025 at 02:25:27, 07:17:02, and 09:40:52 indicating an issue with the internal battery. In addition, the controller, (B)(6), was in use for more than (2) years. Furthermore, review of the event file associated with (B)(6) revealed eight (8) controller power-up events since 01/apr/2025. The controller was off for an average of thirty-eight (38) seconds. No anomalies were observed leading up to the losses of power. Fourteen (14) vad disconnect alarms were logged since (B)(6) 2025, indicating a physical disconnection of the driveline from the controller. As a result, the reported events were confirmed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of vad disconnect alarms can be attributed to physical disconnection of the driveline from the controller. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. The most likely root cause of the loss of power events can be attributed to the reported double disconnection of both power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. D1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the loss of power was due to accidental double disconnection by the patient.